Event description:
A foley catheter was installed in the or on (B)(6), when trying to remove it, the cuff could not be deflated, leaving only 2cc of serum. It is necessary to request an evaluation from a urologist who tries to deflate the cuff by cutting the catheter, which is not achieved, so he has to perform a vaginal puncture to break the cuff and remove the entire catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
A foley catheter was installed in the or on (B)(6) 2022, when trying to remove it, the cuff could not be deflated, leaving only 2cc of serum. It is necessary to request an evaluation from a urologist who tries to deflate the cuff by cutting the catheter, which is not achieved, so he has to perform a vaginal puncture to break the cuff and remove the entire catheter.